Event description:
It was reported by the customer that the pyxis medstation es system experienced significant sluggishness after a server reboot, with both services and the sql engine failing to initiate automatically and requiring manual intervention to start. Customer stated that they were able to obtain the medicine from alternate station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that memory issue. A technical support specialist, remoted into server and allocated more memory to sql due to high usage to resolve the issue. The system functioned as intended. The contact information was kept blank due to no information was provided by the technical support specialist.